Event description:
Incident details - the physician was not able to pass the device through the sheath to complete a second pass. It became stuck, and the physician pushed hard but was worried that he would not be able to remove it so he pulled turbohawk out and opened a new device. Investigation of the returned device on may 20, 2015 found the torque shaft was threaded through a cook guide sheath. The distal tip assembly of the turbohawk was wrapped in the ribbon coil of the guide sheath and a clear polymer film was tangled on the proximal edge of the tip assembly housing (window region). The exposed guide sheath ribbon (and some ptfe liner) was from the proximal section of the guide sheath.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Addtional correction.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).